Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during pre-dilation, an advance 35 lp low profile balloon catheter's balloon ruptured. The lesion was located at the chronically occluded (100%) superficial femoral artery. The vessel had "serious" calcification. Another manufacturer's sheath and unspecified inflation device were used during the procedure. The balloon was inflated one time, and a pinhole was noted before the balloon reached nominal pressure. The balloon was not inflated within a stent. Just the balloon was removed, and another manufacturer's device was used to complete the procedure without any problems. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during pre-dilation, an advance 35 lp low profile balloon catheter's balloon ruptured. The lesion was located at the chronically occluded (100%) superficial femoral artery. The vessel had "serious" calcification. Another manufacturer's sheath and unspecified inflation device were used during the procedure. The balloon was inflated one time, and a pinhole was noted before the balloon reached nominal pressure. The balloon was not inflated within a stent. Just the balloon was removed, and another manufacturer's device was used to complete the procedure without any problems. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawing, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot or sub assembly lot. A review of complaint history found no additional complaints for this lot number. Cook also reviewed the product labeling, including the instructions for use (IFU). The customer followed all relevant instructions in the IFU related to this failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that patient anatomy was the cause of the device failure in this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.